Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone: (B)(6). Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610174. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the physician flushed the 4mm x 23mm enterprise 2 stent (encr402312 / 6610174) with saline and pushed it into the concomitant microcatheter (unspecified brand); the physician felt resistance and the stent could not be advanced further. The physician retracted the stent and observed that it had already released in the microcatheter. A new stent was used to complete the procedure. There was no report of any patient injury or adverse event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received the product analysis lab on 27-jun-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the physician flushed the 4mm x 23mm enterprise 2 stent (encr402312 / 6610174) with saline and pushed it into the concomitant microcatheter (unspecified brand); the physician felt resistance and the stent could not be advanced further. The physician retracted the stent and observed that it had already released in the microcatheter. A new stent was used to complete the procedure. There was no report of any patient injury or adverse event. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. As documented in the complaint, it was observed that the stent component was already detached from the unit, but there were no abnormalities noted on the stent (i.e., no broken struts, no kinks, or deformations). The introducer and the delivery wire components were also inspected, and they were found in good conditions. The impeded condition of the stent as reported in the complaint could not be tested due to the stent already in the detached / released state. Additionally, the conditions in which the stent component was returned do not suggest excessive manipulation as the structure of the stent did not appear to be damaged. Other procedural factors not provided within the information available may have contributed to this failure, however this cannot be conclusively determined. The detached / released state of the stent component confirmed the reported issue regarding the premature detachment. However, with the information available is not possible to determine the exact time when this condition occurred. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610174. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathed the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no findings available (c20)¿ code was used in the investigational findings because reported stent being impeded in the complaint could not be tested due to the stent being returned in an already detached / released state. This code corresponds to the code ¿cause not established (d15)¿ code in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.